Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who experienced excruciating cramping a few days before her menstrual cycle after essure (fallopian tube occlusion insert) insertion. She stated she is scheduled to have a hysterectomy before the end of this year. This event is listed according to essure's reference safety information. After essure insertion dysmenorrhea can occur. In this case, consumer reported dysmenorrhea along with menstrual disturbances (change in her bleeding pattern) approximately 2 years after essure insertion. Although temporal relationship between essure insertion and the events is weak; considering their nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required for device removal. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1852, awareness date 23-oct-2015). It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer reported right after the procedure she had pain so severe that she thought she was in labor that eventually passed. After 3 months she had the hsg (hysterosalpingogram) done and all was closed and she was sterile. Over the past 5 years, she had issues that she never seemed to link to the essure and however she could never get the doctor to figure out a cause for all her symptoms. She reported she always been a migraine sufferer but never to the point where made her life stop; however, over the past 5 years they have gotten so bad that she sought different treatments. Currently, she gets injection which did not eliminate them but decreases them drastically. She stated if she let the injections lapse she has migraines 3-4 times a week. Another issue that she had was weight gain which she could not lose one pound despite her attempts. About a year ago, she had blisters come up on her hand that spread and itched so bad. She saw four different doctors and not one could tell her what was, just that it was an allergic reaction to something. She got bloated and people think she is pregnant; her legs and feet swell and her feet turn blue and no doctor could explain why. She had gastrointestinal issues, mainly constipation and when it gets bad she took laxatives, stool softeners, enemas and nothing helps. Her brain is a fog all the time, she could not remember anytime anymore. She could "steep" for 10 hours and felt like have not slept in days; she was absolutely exhausted all the time. She also reported she was used to not have periods. In the past 3-4 years, she started having them again with cramping a few days before and it was excruciating, she bleed for about a day and the day after, she could swear she is in labor. It is the kind of pain that stops you and causes you to double over and usually lasts another day or two. Then she will spot a thick black looking blood for about 2 weeks. Her back and knee pain was so intense, she had difficulty getting into a position that is comfortable. If she stands too long, her feet swell and her knees hurt. If she sits too long, her back hurts. She had been tested for everything: fibromyalgia, lbs, overactive bladder, MRI's on knee and back, CT scans, eegs, ekgs, mono, lupus, hormone imbalance, celiac disease, thyroid disease, (B)(6) and cholesterol; and everything came back perfect. She also reported she did not wear jewelry because it made her swell and turn red, her doctor believed it might be the metal coils. She stated she is scheduled to have a hysterectomy before the end of the year. Company causality comment this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who experienced excruciating cramping a few days before her menstrual cycle after essure (fallopian tube occlusion insert) insertion. She stated she is scheduled to have a hysterectomy before the end of this year. This event is listed according to essure's reference safety information. After essure insertion dysmenorrhea can occur. In this case, consumer reported dysmenorrhea along with menstrual disturbances (change in her bleeding pattern) approximately 2 years after essure insertion. Although temporal relationship between essure insertion and the events is weak; considering their nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required for device removal. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.